Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer stated that he is having problems with his insulin pump not delivering insulin causing him to have high blood glucose readings. Customer was upset about the hold time and unable to troubleshoot. Nothing further reported.